Event description:
Patient revised to address instability, found femur cut in valgus.

Manufacturer narrative:
Stated original implant date pre 2001. Examination was not possible as no product was returned. The investigation was limited to the information provided, as the lot number required to review the device history records and complaint history were not provided. Although the investigation could not verify or draw any conclusions about the reported event, the placement of the femoral component during the initial implantation may have been a contributing factor. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.